Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of lung cancer resection. The patient presented to the doctor¿s office with abdominal pain and received a computerized tomography (CT) scan which revealed right iliac deep vein thrombosis (dvt) extending into the ivc. The patient also had symptoms of tachycardia with possible pulmonary embolus (pe). During the implantation procedure, a venogram showed a free moving thrombus extending form the right iliac vein. The filter was deployed in the ivc where there was no thrombus. Afterwards, a thrombolytic catheter was advanced into the ivc and the tissue plasminogen activator (tpa) and heparin was administered. The patient tolerated the procedure well and was transferred in stable condition. According to the information received per the patient profile form (ppf), after an unspecified time the patient had blood clots, clotting and inferior vena cava (ivc) occlusion. The patient also reports to be suffering from mental anguish, anxiety and stress. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of lung cancer resection. The patient presented to the doctor¿s office with abdominal pain and received a computerized tomography (CT) scan which revealed right iliac deep vein thrombosis (dvt) extending into the ivc. The patient also had symptoms of tachycardia with possible pulmonary embolus (pe). During the implantation procedure, a venogram showed a free moving thrombus extending form the right iliac vein. The filter was deployed in the ivc where there was no thrombus. Afterwards, a thrombolytic catheter was advanced into the ivc and the tissue plasminogen activator (tpa) and heparin was administered. The patient tolerated the procedure well and was transferred in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient including but not limited to, caval thrombosis and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Per the information received per the patient profile form (ppf), after an unspecified time the patient had blood clots, clotting and inferior vena cava (ivc) occlusion. The patient also reports to be suffering from mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The event date has been updated. No additional information will be forthcoming.

Manufacturer narrative:
The catalog number is unknown, if received, it will be provided. The exact filter implantation date is unknown. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, caval thrombosis and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The optease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and treatment for thrombosis and post-implant pain does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including but not limited to, caval thrombosis and severe post-implant pain. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.